Manufacturer narrative:
(B)(6) investigational report results for lot m87697: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 5-6 burn blisters at application site (approximately size of a plum)/ getting wet, suppuration, and pain [burns second degree] , getting wet, suppuration, and pain [wound secretion] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via (B)(6) pharmacists ((B)(6)). An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m87697) from (B)(6)2016 for back pain after a fall. Medical history included fall from an unknown date and unknown if ongoing, and ongoing hypertension. The patient's concomitant medications included unspecified hypertension and diuretic medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016, the patient used the heatwrap for approximately 8 hours (reported as from noon to evening). After removal of the heatwrap, the patient wondered about additional pain, for which her daughter found 5-6 burn blisters at application site (approximately the size of a plum). The healing of the burn was found to be protracted and was ongoing. The pharmacist further reported that on the back there were 5-6 large burn blisters and several smaller ones, these getting wet, suppuration, and pain in 2016. The patient could not lie and/or change the sides while lying. Recovery lasted for longer time, wound ointment up to now (8 weeks!) Must be used. No surgical treatment. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken by the consumer on her own included bepanthen, then with fissan powder. After consultation with the pharmacy, therapeutic measures included unspecified burn and wound gel. It was reported there was slow improvement and 2 of the locations have healed after two weeks. The pharmacist further reported that the patient did not dare to visit a physician. Initially, wrong treatment with bepanthen wound ointment, then wound and burn gel, bepanthen wound ointment again later on. The outcome of the events was reported as not resolved. Additional information received from product quality complaint (pqc) group included investigation results. (B)(6) investigational report results for lot m87697: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23sep2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (12oct2016): new information received from the same contactable pharmacist includes: medical history, concomitant medication, added new event "getting wet, suppuration, and pain", more events treatment information. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of second degree burn and getting wet, suppuration as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the events of second degree burn and getting wet, suppuration as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
Summer of pfizer (B)(4) investigational report results for lot m87697: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 5-6 burn blisters at application site (approximately size of a plum) [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via drug commission of (B)(6) pharmacists ((B)(6)). An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m87697) from (B)(6) 2016 for back pain after a fall. Medical history included fall from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016, the patient used the heatwrap for approximately 8 hours (reported as from noon to evening). After removal of the heatwrap, the patient wondered about additional pain, for which her daughter found 5-6 burn blisters at application site (approximately the size of a plum). The healing of the burn is found to be protracted and is ongoing. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken by the consumer on her own included bepanthen, then with fissan powder. After consultation with the pharmacy, therapeutic measures included unspecified burn and wound gel. It was reported there was slow improvement and 2 of the locations have healed after two weeks. Clinical outcome of the event was reported as not resolved. Additional information received from product quality complaint (pqc) group included investigation results. Summer of pfizer albany investigational report results for lot m87697: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23sep2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified, comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] 5-6 burn blisters at application site (approximately size of a plum) [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist received via drug commission of (B)(6) pharmacists ((B)(4)). An (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m87697) from (B)(6) 2016 for back pain after a fall. Medical history included fall from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016, the patient used the heatwrap for approximately 8 hours (reported as from noon to evening). After removal of the heatwrap, the patient wondered about additional pain, for which her daughter found 5-6 burn blisters at application site (approximately the size of a plum). The healing of the burn is found to be protracted and is ongoing. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken by the consumer on her own included bepanthen, then with fissan powder. After consultation with the pharmacy, therapeutic measures included unspecified burn and wound gel. It was reported there was slow improvement and 2 of the locations have healed after two weeks. Clinical outcome of the event was reported as not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.